Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an alert 38 indicating consecutive stalled motor events on the ilet and performed device restarts; customer care recommended a dry run and potential full supply change despite recent supply replacement, and the user elected to restart again and change supplies if the alert recurred. Symptoms included no reported blood glucose impact. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education regarding dry run testing and supply replacement. Investigation of this case revealed a suspected insulin delivery interruption consistent with a stalled motor alarm, with potential contribution from disposable supplies or flow path. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but consistent with flow obstruction or motor stall recoverable through restart or supply change.